Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The input transformer voltage was adjusted and the battery pack was replaced. The system was tested and found to be working as intended and put back into service.